Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the loss of column during prep. It was reported that during preparation of the steerable guide catheter (sgc), column was lost. Different stopcocks were attached however the issue did not resolve therefore the sgc was not used. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints from the lot. All available information was investigated and without the device to analyze, a cause for the reported leak/splash in this complaint could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.d9 - device available for eval updated from 'yes' to 'no'.